Event description:
It was reported that during the preparation of the idiopathic ventricular tachycardia (idvt) procedure, there was a fatal event. During accessing the left ventricle transaortally, the aorta has been punctured by the smart touch bidirectional catheter. The patient has been immediately transferred to the cardiac surgery and underwent the open chest operation. However, the patient died a few hours later. Upon request, additional information was provided on the event. During accessing the left ventricle transaortally, the aorta was punctured by the ablation catheter. The patient has been immediately transferred to the cardiac surgery. According the cardiac surgeon, it could have been caused by touching the atherosclerotic ulcer which punctured the aorta. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The rf generator was set to ¿power-control¿ mode. A long sheath was not used with the ablation catheter. The patient did not receive any anticoagulation in the procedure. The aorta was punctured at the beginning of the procedure, 10 minutes after the 9000 units of heparin was administrated. The physician¿s opinion on the causality of the adverse event was that it was procedure related.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Lot number reported is 16007344m. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 1.c3 interface cable ¿ therapeutic: model #: d-1286-03-s, lot #: unknown. 2.carto 3 system: model #:m-4800-01, serial #:(B)(4). 3.ep - shuttle rf generator system - 100w: model #: 39d-76x, serial # (B)(4). 4.coolflow pump: model #: unknown, serial #: unknown. (B)(4).